Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: can you please clarify the event you provided of "noted malformed staples due to the staples would not feed". Did clips not feed into the jaws of the device? Or did unformed clips drop or eject from the device without being fired? Or did unformed clips fire out of the jaws of the device (malformed)? The clips not feed into the jaws of the device.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number r40476, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event you provided of "noted malformed staples due to the staples would not feed". Did clips not feed into the jaws of the device? Or did unformed clips drop or eject from the device without being fired? Or did unformed clips fire out of the jaws of the device (malformed)?

Event description:
It was reported that during a thoracoscopic lobar surgery, after fired, noted malformed staples due to the staples would not feed. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r92a1l. Device analysis: the analysis results found that the er320 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 14 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch r92a1l number, and no non-conformances were identified.